Event description:
The facility's technician reported a fail code 530, which occurred during biomed testing. Additional conctact info was requested but no additional contact was identified. The technician stated that there have been no reports of any pt incident involving this pump since the last baxter service event.